Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Due to the nature of the sample, a connection test could not be performed, therefore the reported connection issue cannot be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced difficulty disconnecting the patient line of the amia automated pd cycler set from the transfer set. This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.